Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch# (B)(4) that catheter entrapment and shaft break occurred. The target lesion was located in the left coronary artery. After a non-bsc guide wire crossed the lesion, a 3.00x12mm promus premier¿ drug-eluting stent was advanced but became stuck on the guide wire. The physician tried to remove the wire, but it would not pull back. The physician tried to push the wire forward, but it would not go forward. The physician lubricated the wire several times but it still would not move forward or backward. The physician took the hemostat and pulled on the stent catheter while the other physician held the wire. However, the stent catheter broke. While the physician held the wire again, the other physician pulled with the hemostat on the actual stent, and removed it from the wire. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported.